Event description:
The pt stated that, on multiple occasions, his infusion set dressing did not remain adhered to his body "after working out and taking showers". He stated that he also placed his infusion site through applications of "tagaderm" and "mastisol" and the infusion site dressing again did not remain adhered. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.